Event description:
During an in-clinic follow-up, diagnostic imaging was performed and the right ventricular (rv) lead was dislodged. During an attempt to reposition the lead, it was not possible to extend or retract the rv helix. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received that there was decreased pacing impedance and decreased sensing variation on the device. Additionally, the hcp alleges a malfunction on the lead.